Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. .

Event description:
Healthcare professional reported a left side rupture. Healthcare professional reported no complaint on the left side. Healthcare professional later reported a left side capsular contracture baker grade 4 and breast scar and contour deformities. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade 4.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional reported no complaint on the left side. Healthcare professional later reported a left side capsular contracture baker grade 4 and breast scar and contour deformities. Device explanted.